Event description:
It was reported that lead is coming out of package with a cant at the distal end. The physician said he will stop using these leads until we fix this issue. The lead was not implanted in a patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead is coming out of package with a cant at the distal end. The physician said he will stop using these leads until we fix this issue. The lead was not implanted in a patient. No patient complications have been reported as a result of this event. Follow-up was done and additional information was received indicating the lead had been implanted and is still in use. No patient complications have been reported as a result of this event.